Event description:
Allegedly the patient was revised due to pain (right). Subject began feeling pain, post-surgery; this was first noted in medical records on (B)(6) 2016. Interarticular injection was given which reduced pain. Radiographs showed no signs of loosening/improper placement, but in surgery it was found that there was acetabular cup non integration with minor metallosis. Implant was removed and revised to a total hip. Sae # (B)(4).